Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead 2006-(B)(6). (B)(4)

Event description:
It was reported that during a normal generator change the chronic right ventricular (rv) lead showed intermittent capture threshold and loss of capture after connection to the new device. The lead was capped and replaced. No patient complications have been reported as a result of this event.